Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 3 of 5. The baxter technical service representative (tsr) had the hp power cycle the hc and the hc alarmed se 2367. The tsr had the hp power cycle the hc and hc proceeded to press go to start. The tsr informed the hp to start over with all new supplies or do manual therapy. The tsr instructed the hp to inform the registered nurse (rn) of the se 2240. The hc was operational. The patient was connected at the time of the alarm, was properly primed before connecting and extension lines were not used. The patient did not disconnect prior to the alarm, all bags were properly connected and no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. The proper procedures per the user manual were reviewed with the hp. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. It was unknown how the hp would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.